Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient did not charge as recommended. As a result the ipg was inoperable. The patient underwent surgery where the ipg was explanted and replaced which resolved the issue.